Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported there was an error code or message. The pump was being updated after a brand new pump implant and a clinician programmer ¿crash¿ or broken programmer picture occurred. The pump was read again and the infusion mode was stopped pump and the pump was shut off for 22 minutes. The system was being used to deliver baclofen.

Event description:
Additional information received reported that the programmer was still in use and working fine. It would not be returned. The message resolved. The device manufacturer representative didn't recall the specific error code and indicated it was given during the initial report.